Event description:
Tech services received a call on (B)(6). The patient's daughter said that lead came out and perforated her heart. They did surgery last thursday. Lead came out again and went to left side of the heart. She had surgery again on saturday. She thinks they moved lead and put it lower in her heart patient still at (B)(6). Implanted (B)(6) 2017. Unknown physician. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).